Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 976 mg/dl. His current blood glucose level was 476 mg/dl. The customer treated his blood glucose level with 6 units using the insulin pump. The reservoir had a large air bubble. The device was not returned.